Event description:
The sensor was inserted into the patient and working fine. Some time later the nurse noticed a blood leakage in the sensor. The sensor will be returned to the manufacturer for investigation. No report of injury or harm to the patient has been received.